Event description:
Noted y-connector port in middle of the baxter tubing that was infusing lipids was leaking. Medical team to bedside and lipid infusion discontinued and clamped. Manufacturer response for IV tubing, set non-dehp (per site reporter) ongoing. They have acknowledged 4 corrective actions to decrease events.